Manufacturer narrative:
The customer was sent a replacement power adapter.  The power adapter was received and evaluated. The product evaluation determined that the adapter housing is breached.  This issue is currently being reviewed with the manufacturer.

Event description:
The nurse reported to customer service on (B)(6) 2017, the ac/transformer to the liberty pump was broken.